Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter was giving the error 2 error message. The patient did not experience any symptoms of high or low blood glucose levels, and did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate determined the test strips were in good condition. The cca also determined the patient's testing technique was incorrect. The meter ans test strips were replaced. The patient did not suffer any injury due to the reported meter. The patient reported no symptoms or medical attention. However, as the error 2 message issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.